Event description:
It was reported that this right ventricular (rv) lead was explanted during a routine device changeout due to impedance issues. This rv lead was disposed of after explant. Additional information was requested from the field representative. This investigation will be updated should further information become available. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted during a routine device changeout due to impedance issues. This investigation will be updated should further information become available. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned severed. The tip segment of the lead was stretched, with an extracting stylet returned stuck within the tip section of the lead segment. The helix mechanism was stretched, with cuts and tears in the insulation suspected to be related to induced explant damage. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found calcification on the lead tip and helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted during a routine device changeout due to impedance issues. This rv lead was disposed of after explant. Additional information was requested from the field representative. This investigation will be updated should further information become available. No adverse patient effects were reported.